Event description:
It was reported to boston scientific corporation in 2008 that a polyflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed three days later. The female pt was noted to be in her late 60's. According to the complainant, initial stent placement was successful. The pt presented with laryngeal cancer. The pt returned to the ER nine days prior to original date, bleeding from her throat. An attempted repair of the esophageal to common carotid artery fistula was unsuccessful. The pt subsequently expired. The physician felt the stent compromised the carotid artery resulting in the hemorrhage. Official cause of death was determined to be exsanguination during attempted repair of the esophageal to common artery carotid artery fistula.

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. The device evaluation cannot be performed; the cause of the reported malfunction is undetermined.